Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead was observed signs of diminished performance in bipolar over time. Diminished capture and impedance were observed. Insulation damage was suspected due to the diminished performance. The lead was capped and replaced on (B)(6) 2021. The patient was stable.